Event description:
It was reported that the v500 rebooted while on patient and device failure 12. No reported patient injury, had to manually ventilate patient.

Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report.

Manufacturer narrative:
The reported event could confirmed by analyses of the provided log file. The investigation of the provided log file had shown that the affected v500 device performed a successful restart of the ventilation unit at the reported time. After that the device continued the ventilation until the ventilation was set into standby mode by the user. Root cause was a temporary malfunction of the flow and pressure measurement module. It is recommended to replace the pcb m4.1 and both m4.1 data cables and a device check as per manufacturer specifications. The device reacted as specified on a detected deviation and posted appropriate alarms to alert the user. As a safety feature of the device, the software analyzes and verifies proper function of the device. In case of a detected failure concerning the flow and pressure measurement module the device would perform a restart to mitigate the issue and post an audible alarm to alert the user. In case of a complete loss of function of the ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Accompanying alarms will be activated to inform the user about the problem. However, manual ventilation with an alternate device may be considered necessary. Field quality data are monitored and assessed by responsible product quality board. The number of malfunctioning regarding this issue reported from the field is within accepted range. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
T was reported that the v500 rebooted while on patient and device failure 12. No reported patient injury, had to manually ventilate patient.